Manufacturer narrative:
It was reported that 3 communication failures occurred while the robot arm was on trajectory. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs determined that three overloads have been detected in the controller leading to communication errors and device shutdowns. These three issues occurred during an automatic movement in guidance due to the trajectory which was probably planned close to the range limits of the robot arm.

Event description:
During the case, the surgeon asked to an other surgeon to sent the robot on trajectory 2. The second surgeon did so, later the first surgeon reduced the distance to target to something between 160 - 165 mm. He asked to the second surgeon to use micromovement to set 160 mm as distance to target. When he set the micromovement step a communication error was raised. Robot was restarted, send home and back on trajectory again. Same error occurred. The second surgeon changed the trajectory length to 160 and send the robot on trajectory again. When he started micromovement a communication error as raised again. After a restart the field service engineer changed the final orientation of the arm a little bit and sent the robot on trajectory again. After this the micromovement worked fine.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During the case, the surgeon asked to an other surgeon to sent the robot on trajectory 2. The second surgeon did so, later the first surgeon reduced the distance to target to something between 160 - 165 mm. He asked to the second surgeon to use micromovement to set 160 mm as distance to target. When he set the micromovement step a communication error was raised. Robot was restarted, send home and back on trajectory again. Same error occurred. The second surgeon changed the trajectory length to 160 and send the robot on trajectory again. When he started micromovement a communication error as raised again. After a restart the field service engineer changed the final orientation of the arm a little bit and sent the robot on trajectory again. After this the micromovement worked fine.